Event description:
The account reported the side rail will not latch. The bed is located in the bed shop of the facility. There was no pt/user injury reported. (B)(4).

Manufacturer narrative:
The account found a broken weld on the side rail. The account will replace the side rail frame weld to resolve the issue. Based on this info, no further action is required.